Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were unable to get any insulin to go through the tubing. The customer's blood glucose was 440 mg/dl at the time of incident. The customer was assisted with changing the infusion set and reservoir. The customer stated that they were able to deliver insulin through the tubing. The insulin pump will not be returned for analysis.